Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer's reported issue was confirmed as the preset pressure and the actual pressure may have a +/- 1mmhg difference, however, the difference is normal and meets specification. The unit has been inspected and tested and passed all functional tests. The device has no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical equipment technician at the user facility that the high flow insufflation unit's air flow differs between the set value and the measured value during preparation for use; when the pressure is set at 20 mmhg the unit is only reading an output of 19 mmhg. The biomed technician advised the tank is full and the yoke is connected properly. No patient injury or harm was reported. The unit will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.